Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost weight and the ipg was loose in the pocket. The patient underwent surgery where the pocket was tightened and the ipg was explanted and replaced. The patient's issue was resolved.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.